Event description:
The reporter alleges the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.